Manufacturer narrative:
The device was returned for analysis. The reported activation/deployment failure was able to be confirmed. The reported mechanical jam was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that the distal sheath of the delivery system was entrapped or bent in the mildly tortuous, mildly calcified and 80% stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in difficulty advancing the thumbslide/ mechanical jam and the reported deployment difficulty/activation failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported mechanical jam and the reported activation/ deployment failure cannot be determined. Manipulation of the compromised device likely resulted in the noted damages (separated ratchet braiding) which likely contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified femoral artery that is 80% stenosed. The vessel was pre-dilated with a 5x150mm armada 18 balloon dilatation catheter for two minutes at 8 atmospheres. The 5.0x120mm supera self expanding stent system (sess) partially deployed approximately 2 centimeters as the thumbslide would not further deploy the stent regardless being pressed repeatedly. The device was removed under fluoroscopy and a non-abbott device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.